Manufacturer narrative:
The insulin pump was intermittent button response on the escape button due to flattened and creased dome switches noted. No damage to keypad traces and connector on the lcd board was not unlocked during our visual inspection. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the esc button on the insulin pump is hard to push. The customer stated that the issue started two months ago but recently it's been getting harder to press. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 138 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.